Event description:
Cefepime programed to infuse over 30 minutes, started at 6:27, monitored, rn went into room around 10-15 minutes later and cefepime bag was empty. Door to pump was opened after incident found. IV tubing had been hung at 12:00 pm, and used throughout the day, monitored for every infusion started, without problems. Biomed contacted.